Event description:
It was reported that the right ventricular (rv) lead was suspected to be pulled back with discrete signal. Boston scientific technical services (ts) advised to place magnet and evaluate system. This lead was explanted and new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. This record will be closed as duplicate to (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was suspected to be pulled back with discrete signal. Boston scientific technical services (ts) advised to place magnet and evaluate system. This lead was explanted and new lead was implanted. No additional adverse patient effects were reported.